Manufacturer narrative:
Product analysis: the device returned with no stent deformation. There was distal tip deformation evident, and a guidewire could not be loaded due to dried blood in the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: three still images were provided for image review. Two of the images show the distal end of a stent device held in a gloved hand. There appears to be blood present in the distal tip. No stent deformation is evident. The third image shows a resolute onyx shelf carton with lot number matching the lot number provided. Complaint cannot be confirmed based on the 3 images provided. Additional information: the lesion was pre-dilated using a sprinter 4.0x10mm balloon up to 8 atm 6 times with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an angioplasty procedure one resolute onyx coronary drug eluting stent deformed in vivo during positioning/advancement. The stent was unable to cross the lesion and was removed due to stent deformity. The patient presented to hospital with progressive dyspnea. The echocardiogram showed severely reduced lv systolic function. The lesion had a moderate degree of tortuosity and calcification with 30% stenosis and was located in the mid-section of the right coronary artery (rca). The proximal rca had 70% stenosis. The stent had been inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated using a sprinter 4.0x10mm balloon up to 8 atm 6 times. The stent did not pass through a previously deployed stent. No resistance was encountered when advancing the stent and no excessive force was used during delivery. The procedure was completed using a 3.5x33mm non-medtronic stent. The patient was transferred to the ward in a stable condition. No patient complications have been reported as a result of this event.